Event description:
A customer reported to olympus that while trying to "shoot" a single use repositionable clip, the applicator was stuck on the clip. When it was pulled back, the clip was pulled out of the wound again. The customer stated this has not happened prior, but occurred with three different clip applicators. Additional information was requested, including lot information, but not received. This event requires 3 reports for the 3 different clip applicators. Patient identifier (B)(6) is for instance #1. Patient identifier (B)(6) is for instance #2. Patient identifier (B)(6) is for instance #3. This report is for patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was due to amount of operating force increasing, excessive tensile load was applied to the operating wire due to the increased operating force, the operation wire came out from the caulking part due to the load exceeding the resistance, and the clips no longer be released with the claws closed. The events can be detected/prevented in accordance with the following instructions for use: do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. ·do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. ·do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip. Olympus will continue to monitor field performance for this device.